Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data showed that the coil continuity was stable around 350 ohms between (B)(6) 2017 and (B)(6) 2018 with a singular decrease to <200 ohms around the end of october or the beginning of (B)(6) 2017. Furthermore the available iegms demonstrated noise resulting in vf detection. Based on the available iegms the reported shock delivery was elusive. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation duration of approx. 5 years it was reported that the patient received inappropriate shocks due to oversensing. Furthermore varying impedances were reported.